Manufacturer narrative:
The user experienced severe hypoglycemia resulting in loss of consciousness and hospitalization while on ilet therapy. Severe hypoglycemia can result in acute neurologic impairment requiring emergency medical intervention and is consistent with the reported hospitalization. Review of available information identified that the user's blood glucose reportedly decreased from 255 mg/dl to 50 mg/dl within approximately 30 minutes. The user was found unconscious at home and emergency medical services transported the user to the hospital. The reporting party further stated that the healthcare team discontinued ilet therapy due to concerns regarding the user's cognitive decline and ability to safely operate the device. Engineering review could not be performed because no device data were available for the reported event timeframe. Multiple follow-up attempts were made to obtain device data and additional event information; however, no additional information was obtained. Based on available information, the cause of the event remains not established and a relationship to device performance could not be determined. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 02-jun-2026 it was reported that on (B)(6) 2026, the user experienced hypoglycemia with blood glucose (bg) levels of 50 mg/dl, resulting in loss of consciousness and hospitalization. The user was admitted on (B)(6) 2026. Additional treatment details, discharge date, and long-term health effects were unavailable at the time of this report.